Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device is worn and broken, rendering the device inoperative. The broken piece was not returned with the device. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that one anthology inserter post soft ( case-(B)(4) ) and one anthology inserter ant soft ( case-(B)(4) ) had the tip broke. It is unknown when this happened or if there was a patient involved.